Manufacturer narrative:
One 8.5f swartz braided introducer dilator was received for evaluation. The dilator had been perforated proximal to the distal tip. The dilator and a stock sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture remains unknown.

Event description:
During the procedure, the needle did not advance as expected into the sheath. Upon removal from the patient, it was noted that the needle had pushed into the side wall. The sheath was replaced with no consequences to the patient.